Event description:
A healthcare facility in (B)(6) reported that two mr290v vented autofeed humidification chambers were leaking water. This was found during set up.

Manufacturer narrative:
(B)(4). The complaint devices are currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4) returned devices: mr290v - lot 1205250304 (date of manufacture: 25 may 2012). Mr290v - lot 1206070304 (date of manufacture: 7 june 2012). Method: the complaint mr290v vented autofeed humidification chambers were returned to fisher & paykel healthcare where they were visually inspected. Results: visual inspection revealed cracks below one of the ports on both of the returned mr290v chambers. The cracks stretched along the base of the chambers. The print above the crack on the mr290v from lot 1205250304 was slightly smeared. Further cracks around the bracket were noted on both chambers. Furthermore, residue was observed on both chambers around the cracks. A lot check revealed one other complaint of this nature for lot 120525 and no complaints fo this nature for lot 120607. Conclusion: based on the smeared print and the nature of the cracking observed on the returned chambers, we can conclude that the damage was caused by environmental stress cracking due to the chamber dome coming into contact with alcohol based cleaning solutions. The mr290 autofeed humidification chamber is a single use device, manufactured in a clean working environment and does not require any cleaning. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers" every mr290 chamber is pressure tested to 8kpa following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms". It also states that the maximum operating pressure is 8kpa.

Event description:
A healthcare facility in the (B)(6) reported that two mr290v vented autofeed humidification chambers were leaking water. This was found during set up.